Event description:
The duett sealing device was deployed following an interventional procedure (via a 7f sheath in the right common femoral artery). It is noted that there were multiple sticks to obtain arterial access, that the arterial stick was below the femoral bifurcation, and that the pt had significant scar tissue, to the extent that the physician had to switch needles to gain access. Symptoms of a retroperitoneal bleed (acute abdominal pain) were noted shortly after deployment, and a CT scan confirmed the bleed. A posterior wall stick was suspected by CT. Treatment consisted of a femstop and a transfusion, and the event was resolved with no further complications reported.